Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported they are unable to increase stimulation with their programmer. They stated that they have some unrelated issues with constipation, so they do exercises to help with it, but they have to turn the settings down or else they feel ¿electric shocks¿ going down their leg. The patient noted that having stimulation at 5.4 is too strong and they feel little shocks while doing little exercises. They mentioned that it has been that way since they had the device. Therefore, they just turn down the stimulation while doing exercises. However, the other day they were unable to increase the stimulation again and were only able to decrease. Patient services reviewed how to use the programmer at the time of the report. The patient confirmed that they were at 2.9 and could see the lightning bolt on the programmer screen. The patient was able to increase the settings to 3.4 and stated that they want to leave it there. Troubleshooting resolved the issue at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had called last week and reported that they had thought their problem was resolved, but the patient stated that they were not able to make adjustments. The patient reported that they were charging the implant and the implant was not showing that it was charging, and they were getting all the coupling bars shaded. The patient indicated that they had been charging for two hours. The patient connected to the recharger on the call and were getting 6 coupling bars shaded in. It was indicated that the therapy was off and the ins was showing less than 25 percent charged. The patient stated that the icon looked like it was charged. Patient services reviewed the meaning of the icon and indicated that their ins had to be at least 50 percent charged to turn their therapy on. Patient services reviewed once their therapy was on the patient should be able to adjust stimulation. Patient services reviewed that they would need to consult with their healthcare provider (hcp) if the ins was taking a long time to charged. No symptoms were reported. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.